Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor. The displacement test failed due to the motor encoder signal being out of phase. The occlusion and excessive no delivery tests could not be performed due to the prime anomaly.